Manufacturer narrative:
It was discovered on 7/27/2020, that initial reporters first and last name "unk" was erroneously submitted in initial report. Initial reporters first name is (B)(6) and last name is (B)(6). Manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
It was discovered on 7/28/2020, that implantation date (B)(6) 2015 was erroneously submitted in initial report. Correct implantation date is (B)(6) 2014. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
It was discovered on 7/28/2020, that 'corrected data' was unchecked in follow up report 2. Correction 'corrected data' should be checked. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture and anisomastia. (B)(6). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that (B)(6) year-old female patient who underwent breast surgery with two 270cc mentor smooth round high profile saline breast implants experienced bilateral anisomastia and left sided rupture post procedure. On (B)(6) 2014, she underwent bilateral breast augmentation using mentor style smooth round high profile saline filled implants 270 cc base volume, filled to 350 cc. Unfortunately, she quickly developed a problem with what sounds like a mild infection around the incision on one side. On (B)(6) 2014, the patient noticed a bit of fluid draining out of the right side of her breast. Clinically, she looked well and no fevers or chills. Evaluation of her incisions revealed they are healing well, apart from approximately a 4 mm segment on the lateral aspect of the right breast inframammary fold incision. (B)(6) 2014, she underwent exploration and open biopsy right breast. However, six months after surgery ((B)(6) 2014 ), she developed inferior descent of both implants, as well as medializatlon of the implants. She requested an attempt at this be corrected. On (B)(6) 2015, she underwent bilateral revision breast surgery with capsulorrhaphy inferior, medially and laterally, and replacement with the same implant. As a result, patient underwent bilateral removal and replacement with two 345 ssf sizer on (B)(6) 2020. This medwatch form is for the left breast prosthesis.